Manufacturer narrative:
The system was examined and the reported event was not replicated. Additionally, the footswitch and handpiece were tested with the console, as a preventive measure. The system, the footswitch, and the handpieces were all tested and found to meet product specifications. The system was manufactured on july 30, 2015. Based on qa assessment, the product met specifications at the time of release. The system, footswitch, and handpieces were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A health professional reported that there was poor or no phacoemulsification during a surgical procedure. The system was exchanged to complete the procedure. Additional information has been requested.